Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that the valve is not adjustable.

Manufacturer narrative:
The valve was returned in the return kit, dry without liquid. The valve was at pressure level 12.5 cmh2o adjusted. A visual inspection was performed and dry residue of blood was identified but no other abnormalities were observed. A penetration test was performed to check a possible blockage of the valve. This test is at a hydrostatic pressure difference of approx. 20 - 30 cmh2o in flow direction carried out. The investigation showed that the valve is permeable. The valve pressure levels were tested and the investigation showed that the valve could be adjusted in all pressure step ranges. To measure the brake release force the brake force meter was checked. Housing must be exercised to release the rotor to the valve through the magnet integrated in the device. The brake functioned properly. The measurement of braking power, however, could not be investigated as it required the valve must be adjusted by means of the brake force meter. As already under point "3.6. Verstellest "described, it was not possible for the valve to be adjusted. The problem encountered is one of the known, unchangeable risks hc therapy with shunt implants. No further actions were required.